Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient calling about the abbott 'stimulator for the sciatic nerve'. Patient stated that 'it won't sync up'. Patient then stated they may be using the 'wrong device'. Pt was redirected to scs company for further assistance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).